Manufacturer narrative:
A photo sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the reported issue was not confirmed. A root cause was unable to be determined.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that at least two boxes are faulty - they are stiff and easily kinked and this lead to early block after surgery and the tube is not flexible. The customer stated that there was no medical intervention was required.